Manufacturer narrative:
The device was returned and the evaluation found no image and a blinking front panel due to a defective circuit board. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center had no image and a blinking front panel. The issue occurred during a general routine inspection by a technician. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that due to fault of the circuit board, the image is not displayed, and the front panel blinked. Olympus will continue to monitor field performance for this device.